Manufacturer narrative:
Received one used 142550489 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaintcorrected information can be found in d4.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. A recently used tubing set was reported to have leaked during an opdivo infusion (210ml/hr) from the filter. A delay in care resulted, however there was no harm reported. On (B)(6) 2023, an email was received from the ICU medical customer success manager stating that they met with facility's team and believed that they already resolved the issue. Filters that were inverted during priming, handling, and on patients should not have the filter inverted and the slide clamp below the filter should be closed when not infusing on a patient. This prevents fluid in the tubing below the filter from backing up into the filter. This is a common cause of leaking at the outlet air vent. They were unaware that they needed to close the distal slide clamp.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.